Manufacturer narrative:
While the symptoms reported in this case do not seem to be consistent with an allergic reaction (as symptoms are typically dermatological in nature) and could be the result of other factors - e.g. Consumption of coffee, chemotherapy - the dentist did note a possible acrylate allergy and visco-gel contains polyethyl methacrylate. Considering this and because allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material, the visco-gel's role in the reaction, if any, cannot be ruled out. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that after a procedure was performed using visco-gel on the upper denture, the pt returned home, consumed coffee, and reported feeling sick with fingers that turned white; the pt is reportedly undergoing chemotherapy, and has experienced a negative reaction to the treatment in the past. The treating dentist advised the pt to consult a doctor, though it is unknown if any treatment was administered; the symptoms were reported to have resolved at the time the event was reported, however, the dentist was contacted for further information, and indicated that the pt has a possible acrylate allergy.